Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned in segments and analyzed; analysis revealed the distal conductor was fractured. There was blood/body fluid (not obstructed) on all conductors and all conductors were distorted. The outer insulation had a breached cut and cosmetic depression and there was a white substance on it. There was blood in/on the helix mechanism and tissue on the helix. The lead was also stretched.

Event description:
It was reported that the atrial lead had low p-waves and was far-field sensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.